Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for post-lumbar laminectomy syndrome reported their device had been acting "funny." Further clarification determined the device had been turning off by itself even though the device was charged, so the patient programmer (pp) had to be used to turn it back on. It was noted someone had contacted the patient about having the device replaced but the patient didn't remember who it was. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.